Event description:
The nursing staff noticed a change in the coloring of the infant after he/she was removed from stabilette and transferred to an incubator for transport. The nursing staff then removed the stabilette/02 blender from use and called for service. The 02% control knob was found to be loose on the shaft which it controls. So the indicated % of 02 was not the % delivereddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.